Manufacturer narrative:
Other relevant device(s) are: product ID: 3057. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a basic evaluation trial patient regarding an external neurostimulator (ens) for urgency frequency and fecal incontinence. It was reported by trial patient that both leads became dislodged and it was no longer on their back. No further complications were reported or anticipated.